Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 400 mg/dl while wearing the pod between 36 and 48 hours. The pod reportedly was leaking and when removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. Investigation of the device found no damages or defects to the needle mechanism that could result in the dislodging of a cannula. The exact cause of the reported dislodging could not be determined. The exposed portion of the soft cannula was observed to be flattened and damaged. Further inspection of the device found a tear during leak testing on the exposed portion of the soft cannula, which diverted the fluid from exiting the fluid path at the distal tip of the soft cannula. Although a leak was observed on the soft cannula, it could not be determined if it contributed to the reported leaking during wear.